Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tip of the cannula had fractured. The missing piece of the cannula was not returned for evaluation. Based on the condition of the returned unit and the event description, it is possible that the tip of the cannula fractured due to forces that were exerted on the tip by instruments used during the procedure. It is also possible that the cannula contained a material abnormality, which could have made it more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the port chipped inside a patient when the surgeon was attempting to retrieve the gallbladder. The chip was not found, and it is believed it did not remain in the patient. Additional information received from applied medical representative 02oct20: patient has gone home and not sure what effect it will have long term if the fragment remained in patient. They could not find the fragment and it was not on the floor. Normal laparoscopic maryland was being used at the time of the incident. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the port chipped inside a patient when the surgeon was attempting to retrieve the gallbladder. The chip was not found, and it is believed it did not remain in the patient. Additional information received from applied medical representative 02oct2020: patient has gone home and not sure what effect it will have long term if the fragment remained in patient. They could not find the fragment and it was not on the floor. Normal laparoscopic maryland was being used at the time of the incident. Patient status: no patient injury.